Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by looking at the analyzer printouts and reproduced error by running a patient sample. Fse cleaned the sample nozzle which resolved the complaint. Fse confirmed and adjusted clog sensitivity to acceptable specification. Fse validated analyzer by performing quality control run successfully without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. The aia-900, serial number (B)(4), was installed on (B)(6) 2020. A complaint history review and service history review for similar complaints was performed from installation date through aware date. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: [2076] clogging detected at specimen cause: the negative pressure generated by suction of a [rack ID, rack, position, specimen ID] specimen exceeded the standard value. There is a possibility that the sampling nozzle was clogged, preventing the specified quantity of specimen suction from taking place. An sc flag will be attached to the measurement result. Action: if there is no problem with the specimen, contact the tosoh local representatives. The most probable cause of the reported event was due to clot in sample nozzle.

Event description:
A customer reported getting error message "2076 clogging detected at specimen" on the aia-900 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for cardiac troponin I (ctnl2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.